Event description:
It was reported a lead integrity alert (lia) triggered due to oversensing. Review of electrograms noted electromagnetic interference. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.